Manufacturer narrative:
H3: analysis of product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead found body /conductor/broken/at injex anchor site and stim lead/body/outer insulation/broken. Analysis of product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead found stim lea d/distal end/conductor/broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the devices were returned, pending analysis.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 21-apr-2026, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 21-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of pain following a hard fall, which resulted in the lead of the vectris mrics compact being fractured, damaged, or broken by the anchor. A device revision was performed, during which the percutaneous leads were explanted and replaced with a 2x8 paddle. No troubleshooting was performed. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.